Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. The implantable neurostimulator was replaced earlier than 9 years because they were having to charge implant battery too often because implant battery would deplete quickly. Pt said that issue had been going on for "quite a while" before they finally had restore battery replaced.